Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, we could not determine the identity of the foreign material or identify the root cause of its presence based on the obtained information. However, due to a water leak that occurred in the device, it may not have been possible to properly reprocess and remove the foreign matter. There was no deviation from IFU in reprocessing steps for the area where the foreign material remained. In addition, for the burn in plastic distal end cover, it was possible that a high-energy endo therapy accessory may have been used without sufficient distance from the distal end. However, we could not specify the cause of the event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the gastrointestinal videoscope had a white foreign material in the air/water tube and air/water cylinder. The scope also exhibited e226 and e227 error codes and had a burn on the plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.